Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (500 mcg/ml at 52.87 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a pump motor stall following magnetic resonance imaging (MRI), greater than 2 hours. Technical services reviewed information on telemetry state and gear binding. The hcp stated that the patient is not symptomatic. Technical services encouraged hcp to continue to check pump logs periodically for motor stall recovery. The issue was not resolved through troubleshooting.